Manufacturer narrative:
Information regarding each event mentioned in the article was requested of the first author. The physician provided information regarding each patient. Separate events have now been opened for each event. This medwatch will now be withdrawn and the information regarding the events with the gore-tex® stretch vascular grafts will be reported in separate events.

Manufacturer narrative:
This event is from the following literature article: shemesh d, goldin I, hijazi j. A prospective randomized study of heparin-bonded graft (propaten) versus standard graft in prosthetic arteriovenous access. J vasc surg 2015;62:115-22. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The devices remained implanted; consequently, a direct product analysis was not possible.

Event description:
In the medical literature, an article, "a prospective randomized study of heparin-bonded graft (propaten) versus standard graft in prosthetic arteriovenous access." Was reviewed. Patients with end-stage renal failure requiring a prosthetic access were randomized to receive either a standard expanded polytetrafluroethylene (eptfe) graft or a heparin-bonded eptfe graft. Patients were enrolled from (B)(6) 2007 until (B)(6) 2011 and were followed up until (B)(6) 2013, when the study concluded. The performance of gore propaten® vascular grafts in resisting thrombosis, decreasing early failure and possibly prolonging patency was assessed. It was stated that 6 of 80 heparin-bonded grafts vs 16 of 80 standard grafts thrombosed within 1 month of surgery. The cause of thrombosis occurring in the first month was evaluated during percutaneous thrombectomy. Of the grafts that thrombosed within 1 month, only 1 of the 6 heparin-bonded grafts had no anatomic cause for the occlusion. There was no significant stenosis anywhere in the circuit after pharmacomechanical treatment of the thrombus as determined by contrast venography, whereas 8 of the 16 standard grafts had no anatomic cause.